Manufacturer narrative:
B3: date of event estimated to be the first date of the date range included in this study. Due to the nature of the event, detailed product information was not provided to bsc. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #. Yoshioka, n., tokuda, t., tanaka, a., kojima, s., yamaguchi, k., yanagiuchi, t., ogata, k., takei, t., morita, y., nakama, t., and morishima, I. (2025). Recurrence patterns and clinical outcomes following paclitaxel-coated balloon angioplasty in femoropopliteal artery disease: results of the crescent study. Vascular medicine, 30(4), 439-448. Https://doi.org/10.1177/1358863x251322731. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the ranger device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported via literature that the study subjects experienced restenosis and vessel occlusion, requiring target lesion revascularization (tlr). The retrospective, multicenter clinical investigation of recurrence patterns after paclitaxel-coated balloon (pcb) angioplasty for femoropopliteal artery (fpa) lesions (crescent) study included patients with peripheral artery disease (pad) who underwent endovascular therapy (evt) between january 2018 and december 2021. The primary outcome was the incidence of tlr in recurrent cases within 2 years following the index pcb angioplasty. Overall, of the 1,159 lesions included in this study, the patency group comprised 858 lesions in 752 patients, the restenosis group comprised 223 lesions in 206 patients, and the re-occlusion group comprised 78 lesions in 73 patients. It is noted that 167 of the lesions received treatment using the ranger paclitaxel-coated ballon. From the ranger group, 126 lesions were in the patency group, 30 were in the restenosis group, and 11 were in the re-occlusion group. Overall, after the index pcb angioplasty, approximately 70% of all recurrence cases underwent tlr.after further analyzing the separate groups, it was determined that 63.7% of total restenotic cases received tlr, and 82.1% of total reocclusive cases received tlr.

Manufacturer narrative:
B3: date of event estimated to be the first date of the date range included in this study. Due to the nature of the event, detailed product information was not provided to bsc. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #. Yoshioka, n., tokuda, t., tanaka, a., kojima, s., yamaguchi, k., yanagiuchi, t., ogata, k., takei, t., morita, y., nakama, t., and morishima, I. (2025). Recurrence patterns and clinical outcomes following paclitaxel-coated balloon angioplasty in femoropopliteal artery disease: results of the crescent study. Vascular medicine, 30(4), 439-448. Https://doi.org/10.1177/1358863x251322731.

Event description:
It was reported via literature that the study subjects experienced restenosis and vessel occlusion, requiring target lesion revascularization (tlr). The retrospective, multicenter clinical investigation of recurrence patterns after paclitaxel-coated balloon (pcb) angioplasty for femoropopliteal artery (fpa) lesions (crescent) study included patients with peripheral artery disease (pad) who underwent endovascular therapy (evt) between january 2018 and december 2021. The primary outcome was the incidence of tlr in recurrent cases within 2 years following the index pcb angioplasty. Overall, of the 1,159 lesions included in this study, the patency group comprised 858 lesions in 752 patients, the restenosis group comprised 223 lesions in 206 patients, and the re-occlusion group comprised 78 lesions in 73 patients. It is noted that 167 of the lesions received treatment using the ranger paclitaxel-coated balloon. From the ranger group, 126 lesions were in the patency group, 30 were in the restenosis group, and 11 were in the re-occlusion group. Overall, after the index pcb angioplasty, approximately 70% of all recurrence cases underwent tlr. After further analyzing the separate groups, it was determined that 63.7% of total restenotic cases received tlr, and 82.1% of total reocclusive cases received tlr.